Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. The customer's blood glucose was 179 mg/dl. Reportedly, the customer reverted to using manual injections for insulin therapy.